Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed 1 month prior to report when pt tried to program a bolus. All other buttons on infusion device continued to function as intended. Down button pops up after it is pressed. Pt boluses 3-4 times per day and has used this infusion device for a few years. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.